Event description:
It was reported inadequate pain coverage occurred following a lead migration. A reprogramming occurred and an x-ray was performed on (B)(6) 2011. The x-ray determined that one lead was at t-9 and one was at approximately l5-s1. A surgical revision occurred on (B)(6) 2011 where the stimulator was taken out of the pocket due to replacement of the lead. The lead was explanted only because repositioning did not work. The patient resolved without sequelae. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).